Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump received with cracked display window, cracked case near drive support disk, broken reservoir tube lip.

Event description:
Customer reported via phone call that she had high blood glucose. Customer's blood glucose was 520 mg/dl. Customer changed the site and blood glucose was 498 mg/dl. Customer's blood glucose at time of call was 272 mg/dl. Device passed the high pressure test. Customer reported there were cracks on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.